Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Technical services (ts) reviewed device data and determined that the device was functioning as programmed and nothing on interrogation shows loss of capture. In person interrogation was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that the loss of capture (loc) was unable to be confirmed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Technical services (ts) reviewed device data and determined that the device was functioning as programmed and nothing on interrogation shows loss of capture. In person interrogation was recommended. This rv lead remains in service. No adverse patient effects were reported.